Event description:
Per the clinic, the device was electively explanted on (B)(6) 2015 due to the patient wanting to upgrade to a newer technology. The patient was reimplanted with a new device during the same surgery.